Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and skin erosion. The system was explanted. The patient's condition post procedure was stable.